Event description:
Customer biomed reported that the device would not charge defibrillation energy. There was no patient use associated with event.

Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance. Customer's biomed isolated the failure to the standard external hard paddles. The device or failed paddles will not be returned to physio-control for evaluation. Further root cause of the reported failure could not be determined.